Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was receiving fentanyl, clonidine and bupivacaine via an implantable pump for non-malignant pain. It was reported that there was an implantable system issue involving a pump, where the personal therapy manager (ptm) displayed an alarm/message screen. The patient reported seeing codes 114 and 372 (pump memory error) on their personal therapy manager, indicating that the data was invalid. The patient did not observe any other codes or hear any alarms from the pump. The agent reviewed it's likely some ptm data got corrupted somehow and would need to be reprogrammed to reenable the ptm. No patient complications have been reported as a result of this event.